Event description:
Dental implant fractured.

Manufacturer narrative:
It was reported that the dental implant had fractured. Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was evaluated. The issue is a known inherent risk of the device. We will continue to track and monitor the trend. The follow up report is submitted late because of staff turnover.

Manufacturer narrative:
It was reported that the dental implant had fractured. Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not received back from customer. We will continue to track and monitor the trend.

Event description:
Dental implant fractured.